Event description:
The customer contact reported on start up the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s321 malfunction alarm code at start up. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.